Manufacturer narrative:
Based on the info received and the visual and results, no conclusion could be reached as to what may have casued the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during manufacturing. It should be noted that a 100% inspection takes place through an automated vision system during manufacturing. It should be noted that a 100% inspection takes place through an automated vision system during manufacturing to ensure that all staples are present prior to shipment. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to contiuously improve co's products.

Event description:
It was reported the device was used during a colostomy procedure. It was reported by the affiliate that the device was missing staples. There was no pt consequence.